Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet module was cleaned and reseated. The unit was returned to service.

Event description:
The hospital reported the unit was not ventilating in open circuit mode during a case. The patient was switched to closed circuit mode. There was no report of patient injury.